Manufacturer narrative:
This report is being submitted to correct information provided in the original MDR. The original submission incorrectly listed the manufacturer number using the cfn prefix. The correct identifier should use the fei prefix. The correct fei for the manufacturer is 3011560054. No other information in the original report is affected by this correction. This correction does not reflect any change in the device, event details, or evaluation.

Event description:
It was reported that during device start-up, the blood gas analyzer monitor displayed a f0a1 message code (arterial bpm probe thermistor failure). The device was restarted; however, the message persisted. The arterial blood gas sensor head was visually inspected, however no visible contaminates were noted. The reported issue was noted prior to the liver being placed on board. Another device was utilized to perfuse the liver. The liver was successfully transplanted following perfusion.

Manufacturer narrative:
The reported error was able to be confirmed during device servicing at the customer site by a field service engineer. The error persisted during servicing. The faulty blood gas analyzer monitor was replaced, and the device subsequently passed all testing. The blood gas analyzer was returned for analysis. No visual damage observed; bga monitor appears to be in good condition. The f01a error was successfully replicated. The arterial thermistor was inspected. The thermistor and thermistor housing material were noted to be potentially peeling upwards and/or shinier. It is possible that this is physical damage inflicted by misaligning the shunt sensor. However, this could not be conclusively determined. The cause of the reported event could not be determined.